Event description:
It was reported that defective pacing was observed which resulted in the patient convulsing. The system was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.